Event description:
A malfunction was reported on the pump by the caller, and there were no notable events that occurred prior to the malfunction. It is unknown if the issue caused the customer¿s blood glucose level to exceed 500 mg/dl as the caller declined to answer. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).